Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted into the left femoral artery in a 57-year-old female patient with a past medical history of coronary artery disease (cad), presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in an out-of-hospital cardiac arrest requiring cardiopulmonary resuscitation (CPR), in scai stage e shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. The impella was inserted for ventricular support post-protected percutaneous coronary intervention (pci). While the patient was in the intensive care unit (ICU), the urine was red in the foley. An echocardiogram confirmed good position of the impella. The physician stated the hematuria could have been from CPR or heparin. It was reported that the urine cleared after more time on support. The following day, the impella was successfully weaned. After explant, the physician tightened the perclose, and the access site was oozing. A femstop was placed for 30 minutes, which resolved the issue. The nurse was able to doppler pulses and the access site was soft. The post-procedure outcome is survived at explant. The impella functioned at p-3 at 2.4l/min as intended. Hematuria may be influenced by patient-specific factors such as critical illness, underlying cardiac dysfunction, hemodynamic instability, and potential device position. Bleeding is a known risk due to the impella's anticoagulation and purge requirements.

Manufacturer narrative:
D1. Brand name corrected. D4. Serial and primary UDI number corrected. H6: investigation: type, findings, conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The cause of the access site adverse event was not determined due to insufficient clinical details.

Event description:
Additional information was received indicated that; urine output in foley is red, md suspects it could be from many things from CPR to heparin. Echo was brought in to check impella positioning and md was happy with position.

Manufacturer narrative:
Additional information in b5. Event description.

Manufacturer narrative:
Corrected information has been provided in d3( manufacturer fax). Upon review, it was identified that the information was inadvertently not submitted in the initial report.